Manufacturer narrative:
(B)(4). D10: 00576401452, femoral component, (B)(6). 00598003702, stemmed tibial component precoat size 4, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right knee procedure. Subsequently, the patient was revised three years later due to tibial loosening, pain and a cyst. At the time of the revision, all components were removed, and the patient was implanted with an antibiotic spacer due to surgeon fear of infection. Patient then received a second spacer 2 weeks after the revision procedure due to bleeding and an orange-like fluid was leaking from the wound. The surgeon also removed more bad tissue during the 2nd procedure. Currently, the patient is waiting to be implanted with a new prosthesis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B1 - this field was initially incorrectly reported as both an adverse event and product problem; there is no alleged product problem or malfunction against this device. The field has been corrected to adverse event only. The reported event cannot be confirmed. Visual examination of the photographs provided identified an explanted femoral component covered in bio-debris with the part and lot information identifiable. A tibial component was also identified with the part and lot information identifiable. No products were returned therefore no further evaluations can be made. The device history record was unable to be performed as the catalog number of the device involved in the event is unknown, a review was conducted with the lot number provided, however no related information was found. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.